Event description:
Customer's husband called to report a hospitalization due to high blood glucose. Customer was admitted to ICU. Customer had leaking reservoirs during the priming process. The blood glucose reading is 460 mg/dl. Customer experienced nausea, vomiting, excessive thirst, urination, irritability, abdominal pain and ketones in urine. The blood glucose reading at the time of the event was over 500 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Please see manufacturer's report: 3004209178-203-97415.